Event description:
It was reported the patient could not get their implantable neurostimulator (ins) to charge anymore. It was noted this problem started 3-4 months ago. It was further noted the patient last charged three months ago. The reporter stated they used to charge for 8-9 hours and the ins would not charge. The reporter further stated the ins was closer to their skin than it had ever been before. It was noted the patient had not weight gain or loss and no falls or accidents prior to the recharging issue. It was further noted the patient had a stroke and passed out and fell a year and a half ago. The reporter stated that since the stroke and fall, recharging had taken longer and longer. It was noted that when the ins was working as the patient expected, they had stimulation turned almost all the way up. The reporter stated their healthcare professional (hcp) could not believe the patient had stimulation up so high and the hcp stated they were getting to a point where nothing was going to help with their pain. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient; product ID: 37752, serial# (B)(4), product type: recharger; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that his stimulator had not worked for four years; the stimulator would not take a charge. The patient stated that he recharger showed the stimulator as fully charged but the stimulation would not come on. The patient reported that the implant site was hurting and burning and he thought the battery was leaking. The patient noted that if he gets reimplanted he would need new leads and he could not find someone to replace the device. The indication for use was failed back surgery syndrome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient felt no stimulation sensation. The patient stated that his stimulation had not worked for the past 2 years. The patient has not felt stimulation for 2 years. The patient stated that before it quite working he had to turn the stimulation all the way up to get relief from his pain. The patient clarified that he had to turn stimulation up so high because the pain was so bad. Before therapy stopped working it would work one day and then not the next day. The patient had not used their device in 2 years. The patient reported a shocking or jolting sensation. The patient stated that he would turn it up so high he was getting shocked, like he was sticking a finger in an outlet. The patient thought that it was 3 years ago when that happened. The patient stated that he had to keep turning stimulation up more and more. The patient stated that he had to have it that high to even touch the pain he was feeling. The patient stated that he was never able to get a full charge since implant. The patient was not sure what testing was done on his device, he thought the manufacturing representative checked the device but could not remember because of a major stroke he had 1-2 years ago. The patient did not feel that the leads were placed corrected. The patient stated he had 5 disks that were joined together. The patient had a cage around his spine and (B)(6) of metal in his body. The patient was taking oral medication for spinal cancer and nothing was working for the patient. The patient had a stroke 1 week ago monday. The patient's left side was screwed up.